Event description:
During the liver transplant on this patient, the patient was an active mtp for the majority of the 10-12 hour case. The belmont rapid infuser started smoking after running at 750 ml/hr for >8 hours. The machine was swapped for another and sent to our biomed team who cannot recreate the issue. The heating coil within the cartridge was scorched.